Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was intermittently unresponsive. It was noted that the up arrow, down arrow and ok button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that the pump case was cracked along the battery compartment extending from the finger pad to the case seal. In addition to the unrelated issues, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was intact; no damage was observed. The audio bolus button cover was removed and the audio bolus button slug was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.